Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was explanted and replaced due to high out of range pacing lead impedance.

Event description:
New information received indicates that loss of capture with max outputs and high capture threshold was also noted. During the lead extraction procedure, the helix could not be retracted. The patient was doing well and was discharged home after the procedure.